Event description:
It was reported to covidien on (B)(6) 2013 that a home care pt had an issue with a pre-fill syringe. The customer reports this product is used with her pt as a central port flush. The pt used both products normal saline flush and heparin flush. At the time of the report, the pt was in the hospital with central line/port infections and blood cultures came back positive for both cultures; one culture through the central line and the second peripherally. They have been using recalled flushed in their stock up until they found out about the recall. The normal saline flush and heparin flush have been used for the past 12 years. The pt has the central line due to the fact that he had a lung transplant and reflux esophagitis. The pt was previously fed via tpn but now receives hydration through his port. The pt is receiving d2.5 and one half normal saline through his port. The pt was receiving antibiotics while in the hospital and the customer stated she could not recall the type of medication. The pt has since been released from the hospital. Per additional info received on (B)(6) 2013, the bacteria culture came back positive for enterobacter cloacae. The pt is doing much better. They are trying not to utilize the pt's port as much due to three previous infections over the course of the summer. The pt is receiving pedialyte via the j-tube and as a prophylaxis, ethanol flushed to help prevent further infections.

Manufacturer narrative:
In investigation is currently underway. Upon completion, the results will be forwarded. Medwatch (B)(4).